Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited high out of range, pacing lead impedance and high threshold. No other electrical anomalies were noted. No intervention had been performed. The patient remained stable and would continue to be monitored.